Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the burr would not lock. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that "the burr was not locking" on the motor device. It is unknown if there was any delay in surgery. It is unknown if there was patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.